Event description:
When customer placed several drops of rewetting drops on her lenses & placed lenses in her eyes, she experienced stinging, redness, burning, & swelling of eyes. On 10/15/95, she returned to the pharmacy & requested a refund, without returning the product.